Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed blisters from the electrodes on their sides. Follow up indicated the patient received unknown medical attention and the blisters healed.